Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: prolapse, urinary incontinence. Procedure (s) performed: sling bladder neck suspension, sacrospinous suspension, paravaginal repair, cystoscopy. Findings: the rectal examination confirmed that there was no bladder perforation. Cystoscopy was performed to confirm there was no bladder perforations and also indigo carmine was administered and showing patency of both ureteral offices. Concomitant device: tvt-o complications post ivs tunneler placement: (B)(6) 2011 - symptomatic recurrent vaginal prolapse. Additional implant (anterior prolift+m) surgery: (B)(6) 2011 ¿ underwent exam under anesthesia, cystoscopy, anterior colporrhaphy, paravaginal repair, and iliococcygeal vault suspension with mesh augmentation (anterior prolift+m) for symptomatic recurrent vaginal prolapse. Complications post additional implant surgery: (B)(6) 2011 - klebsiella pneumoniae infection on urine culture, resistant to initial prescription. - prescribed doxycycline.